Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found to be free of contamination and damage. The display functionality was checked and the display appeared to have no malfunctions or defects. The meter's codekey adapter was tested for damage or contamination and it was found to be free of contamination and damage. During the investigation the code number was always displayed correctly with different code keys. Customer's allegation was unable to be reproduced. No cause was established. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. Occupation is lay user/patient. The investigation is ongoing.

Event description:
The initial reporter stated they obtained a result on a coaguchek xs meter with a 384 code key while using a strip lot that should only work with a 410 code key. The customer stated she tested 3 times and the meter displayed the correct code of 410. Using the same vial of strips, the customer inserted a 4th strip into the meter and the meter displayed the incorrect code of 384. The customer stated she did not switch the code keys. The alleged strip lot number is 417474 with an expiration date of: 31-mar-2021.